Event description:
Caller reported that a malfunction occurred on pump. There was no adverse impact to customer's blood glucose level. Technical support dispatched a replacement pump with updated software, and caller will use multiple daily injections as backup therapy. Caller was instructed to return faulty pump within 10 days using provided return box and pre-paid label, allowing battery to fully deplete prior to return. Caller acknowledged need to program settings and connect cgm to replacement pump.